Event description:
Information was received from a patient who was receiving dilaudid (concentration 0.4 mg/ml, dose 0.0698 mg/day) for chronic low back pain and spinal pain. The pump became infected and was removed. The health care professional later indicated that the date of the onset of the infection was (B)(6) 2015, the patient was in the emergency room and showed wound dehiscence and self-reported drainage. Per the ER note, other symptoms experienced were; redness, pain, swelling. No diagnostics were performed. The cause of infection was not determined. The patient had previously requested pump explant prior to this event and was scheduled for an explant on (B)(6) 2016. The pump was explanted on (B)(6) 2015. The other medications that patient was taking were listed as; norco 10/325 mg, methotrexate, robaxin, leucovorin, lisinopril, fish oil, victoza, omeprazole, tramadol. Patient's medical history; psoriasis, insulin-dependent diabetes mellitus, hypertension, depression, kidney cyst, umbilical hernia and back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.